Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level at times; no exact bg value was provided. Correction boluses via the pump were delivered or a manual injection was administered to address the elevated bg levels. The customer addresses the occlusion alarms by resuming pump therapy, administering a manual injection or reverting to manual injections at times. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.